Event description:
The pt underwent a CABG procedure in 2002. Three and a half hours after surgery, the pt was brought back to surgery due to bleeding. The pt's chest was opened and a fracture was noted at the suture line of one of the anastomosis sites. The fracture was at the middle of the suture and not at the knot. It is unclear if the broken suture was the result of resuscitative efforts or if it was the cause for the original bleeding. The pt is being cared for at the rehab hosp and is in a vegetative state.